Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a procedure to treat right ventricular tachycardia a intellanav mifi open-irrigated catheter was selected for use. It was reported that tubing connector on the catheter was broken during mapping and ablation. The catheter was exchanged and the procedure was completed successfully with no patient complications.

Manufacturer narrative:
The intellanav mifi open-irrigated catheter was returned to boston scientific for analysis. During product analysis, it was observed the irrigation extension tubing was found totally detached/separated from the luer fitting at the adhesive joint. With all the available information, boston scientific concludes the reported observation(s) of broken tubing connector on the catheter was confirmed through investigational analysis.

Event description:
During a procedure to treat right ventricular tachycardia a intellanav mifi open-irrigated catheter was selected for use. It was reported that tubing connector on the catheter was broken during mapping and ablation. The catheter was exchanged and the procedure was completed successfully with no patient complications.